Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the system was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system made a loud popping sound during a case. No patient injury was reported.